Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11march2019. The customer stated the touchscreen being damaged was caused by user error and replacing the defective touchscreen addressed the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touch screen was damaged by impact. It is unknown if the device was in use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.